Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon used the first clip and after it was released, it stuck on the cystic artery. The surgeon was able to manipulate the device and release it off of the clip with no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.